Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced but was confirmed via the error logs. The error logs confirmed m- and c- type errors being displayed. The unit energized and cauterized all ports and recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were various erbe errors on the system. Prior to calling, the customer had swapped the cords, moved ports, and swapped the instruments but the errors persisted. The customer had also power cycled the erbe without success. The customer doesn't have a force triad generator but reported that the surgeon could regain energy by pressing the energy pedal multiple times and the energy would eventually fire intermittently. The procedure was completing as planned with no reported injury.